Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the lead broke off during the procedure and the lead was left in their body.

Manufacturer narrative:
D6b: explant date is estimated. Continuation of d10: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 26-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that regarding this event, everything was unknown as the doctor did not request a manufacturing representative (rep) to be there for the explant and they had since relocated to hawaii. There was no rep present at the removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.